Manufacturer narrative:
(B)(4). The insulin pump passed the rewind, basic occlusion test, prime test and displacement test. However, pump was received stuck in the motor error loop during bolus / basal delivery and motor position encoder error alarm confirmed in the history file. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the unexpected restart error, occlusion test, dat test and excessive no delivery test due to motor error alarm.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 118 mg/dl at the time of the incident. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields. Customer reported a motor position encoder error. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.